Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had chest pain and shortness of breath after implantation. A computed tomography scan showed pneumothorax and perforation. The right atrial lead was revised on (B)(6) 2013 and remained implanted.